Manufacturer narrative:
Part: 03.037.015 / produced as subcomponent with part 60082593; lot: 9657527; manufacturing site: (B)(4); release to warehouse date: october 19, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: (B)(4); selected flow: 2. Device interaction/functional - unable to assemble: nrm. Visual inspection: the received aiming arm locking device shows wear signs at the connection and the tang has been deformed upwards. Functional test: the complaint condition could be replicated, as the bent tang is preventing a proper connection to a matching aiming arm. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the device is concordant with the complaint description. However, it is clearly visible that the deformed tang is preventing the proper connection. This damage was definitely caused post manufacturing. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume, that a mechanical overloading situation or an application error during use, could have led to the bent tang and consequently to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, trochanteric femoral nail-advance (tfna) was applied to metastasis on the left femur shaft as a preventive measure. A nail with 125 degrees, 300mm, 12mm diameter was inserted. After a blade with 90 mm was inserted, the surgeon pushed the locking-insert to remove the protection sleeve from the aiming arm. However, it was hard to do because the locking-insert had been fixed on the protection sleeve too tightly. The surgery was completed with no delay. There was no adverse consequence to the patient. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1), tfna helical blade (part: unknown, lot: unknown, quantity: 1), aiming arm protection sleeve (part: unknown, lot: unknown, quantity: 1). This report is for an aiming arm locking device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description was updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient was stable.